Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak and aneurysm enlargement are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The initial procedure is off label due to concomitant product usage of a non endologix stent in the left common iliac artery and a right renal artery stent. The secondary procedure is off label due to adjunctive devices (ovation limbs) not compatible with the afx2 system per device IFU. It is unclear if this contributed to the reported events. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx suprarenal aortic extension and an afx infrarenal aortic extension. Approximately two and half (2.5) years post initial procedure, a recent follow up computed tomography angiogram (cta) identified a type 1b endoleak coming from the right common iliac artery. The physician elected to extend both limbs with four (4) ovation ix extenders to successfully resolve this event. The patient was reported as doing well post this secondary procedure. This event was previously reported under MDR # 3011063223-2023-00018. Now approximately four (4) months post secondary procedure a computed tomography angiogram (cta) revealed an endoleak located at the distal bifurcation and the neck and limbs look sealed and there are no visible signs of any flow in to aneurysm sac. After review of the index images, it was noticed that the patient does have dense calcium on the inner wall of the left common iliac at the point of the bifurcation and calcium could have potentially cut the graft leading to the endoleak. The physician plans to perform an additional angiogram to determine if the endoleak is coming from the graft or if it is a type 2 (non-device) endoleak. Additionally, the aaa has grown from 60mm in 2021 to 61mm in 2023 to 67mm in (B)(6) 2024. The patient is currently being monitored while an intervention is being discussed.